Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscpopic assisted vaginal hysterectomy procedure. It was reported that the device was fired across a broad ligament during procedure. The staple line was not hemostatic and the required clips from er320 to stop the oozing blood. The or time was extended by three minutes.